Event description:
An initial MDR regarding this case was filed 28-jan-2025 (report number 3016798778-2025-00009). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) (paired with pump (B)(6) show that pump idle, no communication, and depletes soon attention alarms were generated between 4 and 2 days before the date of the complaint. The pump idle attention alarm was generated 15 minutes after the delivery was stopped, which is expected behavior. The depletes soon attention alarm was generated after the cassette had been installed for 70 hours, which is expected behavior. During investigation, a test delivery was successfully performed without any communication issues or unexpected alarms. Pump (B)(6) was disassembled, and evidence of fluid ingress was found. Logs from remote (B)(6) (paired with pump (B)(6) show that pump idle and no communication attention alarms, cassette depleted and cassette problem alarms were generated in the timeframe between 6 days before and the date of the initial complaint. The pump idle attention alarm was generated 15 minutes after the delivery was stopped, which is expected behavior. During investigation, a test delivery was successfully performed with no communication issues. The rf power of the remote and pump were tested on anechoic chamber and were found to be within specification. Pump (B)(6) was disassembled, and evidence of fluid ingress was found to be the cause of the no communication attention, cassette depleted and cassette problem alarms. No cassettes or infusion sets were returned so the cause of the fluid ingress could not be determined. The systems functioned within specification as they alarmed accurately and entered a failsafe state.

Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on 30-dec-2024 and forwarded to millyard advanced medical products, llc on 31-dec-2024. The patient reported finding the pump battery wet in both pumps after removing cassettes over the past few days. The patient reported that the previous night the pump had multiple alarms, and the patient could not get the pump to work. The patient reported being unable to infuse for 12 hours. No adverse side effects were reported. Replacement pumps and additional remodulin were sent. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.